Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds due to a dislodgement. This was discovered through x-rays. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds due to a dislodgement. This was discovered through x-rays. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead already returned and analysis is expected.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.